Manufacturer narrative:
This information is based entirely on journal literature and the subsequent follow up information obtained. All information provided is included in this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained through follow up iwth the author who indicated that there "was no problem with any of medtronic products." No further information was provided.

Manufacturer narrative:
Concomitant medical product: arctic front advance cardiac cryoablation catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following patient complication while using a cryoballoon ablation system: there was one (1) patient who experienced atrial flutter; and four (4) patients who had ¿major or minor¿ bleeding following the procedure. All complications were resolved within 30 days. The status/location of the cryoballoon system is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.